Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that asymptomatic patient presented via merlin.net transmission with non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The oversensing was noted on a storedelectrogram (egm). The patient did not receive therapy during the oversensing event. The programming change was discussed. No patient symptoms were reported.

Event description:
New information received notes that the programming change was performed and the patient's condition was fine through out the event.